Event description:
It was reported that a device was used during a thyroidectomy. It was reported that they received a solid tone. The case was completed with another hp052. There was no patient consequence.